Manufacturer narrative:
The unit functions properly during prime/a33, the excessive no delivery and displacement test. There was no excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having multiple no delivery alarms on his insulin pump. His blood glucose was 448 mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.